Event description:
The customer called in alleging high blood glucose readings when testing with her contour meter. No adverse events were alleged. The initial call did not meet the reporting criteria, but the customer returned her test strips for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read 64 mg/dl low, out of spec, 14 mg/dl high, out of spec and e11 (confirms exposure).